Manufacturer narrative:
The results of the investigation are inconclusive, based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive. Based on the information received, the reported incident cannot be conclusively determined via laboratory testing.

Event description:
It was during the patient's scs trial the exit site of the extension showed puss draining from it. A rash was seen around the area. The physician suspected an infection and decided to remove the extension. The patient was prescribed antibiotics.